Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 250 (mg/dl), which was addressed with a bolus delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. In addition, it was reported that the customer received an occlusion alarm. The customer's bg level was 400 (mg/dl), which was addressed with a bolus delivery. The pump's supplies were changed resolving the occlusion alarm. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.